Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and uterine perforation ('perforation ¿ uterus / expulsion / migration') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, one coil that did not occlude the tube". The patient's medical history included weight normal, multigravida, grand multiparity (on ((B)(6) 2006, (B)(6) 2010, (B)(6) 2018, (B)(6) 1989, (B)(6) 1991, (B)(6) 1992, (B)(6) 1993, (B)(6) 1994 and (B)(6) 2004)), termination of pregnancy and swelling of legs. Concomitant products included levonorgestrel (mirena) in 2009 for contraception as well as ascorbic acid since (B)(6) 2019, lisinopril since (B)(6) 2017, naproxen since 2019, nitrofurantoin since (B)(6) 2019, phentermine since (B)(6) 2017 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy ¿ birth ¿ no complication"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"), 10 years 1 month after insertion of essure. In 2019, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), hot flush ("hormonal changes,hormonal changes describe: hot flashes"), vision blurred ("vision probs,vision/eye problems type: blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problem cracking ") and dizziness ("neurological conditions or problems type: dizzy"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), back pain ("back pain"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), headache ("headaches") and nervous system disorder ("nuero (as written) condit/prob"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, back pain, heavy menstrual bleeding, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, hot flush, headache, nervous system disorder, vision blurred, weight increased, hypertension, tooth fracture and migraine outcome was unknown, the dysmenorrhoea, vaginal discharge, abdominal distension and dizziness was resolving and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 7 and 9 (at 1 and 5 minutes). The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hot flush, hypersensitivity, hypertension, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, allergy,psych injury, migration and bladder/urinary prob. Essure was not removed reason ¿ unable to afford surgery essure insertion date provided in pfs (B)(6) 2008 in this follow-up , but in the summons the date of insertion was 2009.this is main case (B)(4) linked with another case (B)(4) history of essure placement in 2010 with one coil that did not occlude the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient medical history, delivery date and delivery note , rcc added. Pregnancy outcome updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and uterine perforation ('perforation ¿ uterus / expulsion / migration') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight normal, multigravida, grand multiparity (on (B)(6)2006, (B)(6)2010, (B)(6)2018, (B)(6)1989, (B)(6)1991, (B)(6)1992, (B)(6)1993,(B)(6)1994 and (B)(6)2004)) and termination of pregnancy. Concomitant products included levonorgestrel (mirena) in 2009 for contraception as well as ascorbic acid since (B)(6)2019, lisinopril since (B)(6)2017, naproxen since 2019, nitrofurantoin since (B)(6)2019, phentermine since (B)(6)2017 and vitamin d nos (vitamin d) since (B)(6)2018. In 2009, the patient had essure inserted. In (B)(6)2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy ¿ birth ¿ no complication"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced hypertension ("high blood pressure"). In (B)(6)2018, the patient experienced fatigue ("fatigue"). On (B)(6)2019, the patient experienced urinary tract infection ("uti"). In 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), hot flush ("hormonal changes,hormonal changes describe: hot flashes"), vision blurred ("vision probs,vision/eye problems type: blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problem cracking ") and dizziness ("neurological conditions or problems type: dizzy"). On (B)(6)2019, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6)2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), back pain ("back pain"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), headache ("headaches") and nervous system disorder ("nuero (as written) condition/prob"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, hot flush, headache, nervous system disorder, vision blurred, weight increased, hypertension, tooth fracture and migraine outcome was unknown, the dysmenorrhoea, vaginal discharge, abdominal distension and dizziness was resolving and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, hypertension, menorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, allergy,psych injury, migration and bladder/urinary prob. Essure was not removed reason ¿ unable to afford surgery essure insertion date provided in pfs (B)(6)2008 in this follow-up , but in the summons the date of insertion was 2009. This is main case (B)(4) linked with another case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, patient relevant history and condition and concomitant medication, lab data essure start date , event abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: high blood pressure,dental problem cracking , gastrointestinal or digestive system condition type: bloating, migraines / headaches, neurological conditions or problems type: dizzy, event outcome added. Event "she did not underwent essure confirmation test" is deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and uterine perforation ('perforation ¿ uterus / expulsion / migration') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight normal, multigravida, grand multiparity (on ((B)(6) 2006, (B)(6) 2010, (B)(6) 2018, (B)(6) 1989, (B)(6) 1991, (B)(6) 1992, (B)(6) 1993,(B)(6) 1994 and (B)(6) 2004)) and termination of pregnancy. Concomitant products included levonorgestrel (mirena) in 2009 for contraception as well as ascorbic acid since (B)(6) 2019, lisinopril since december 2017, naproxen since 2019, nitrofurantoin since (B)(6) 2019, phentermine since (B)(6) 2017 and vitamin d nos (vitamin d) since (B)(6) 2018. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy ¿ birth ¿ no complication"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"). In 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), hot flush ("hormonal changes,hormonal changes describe: hot flashes"), vision blurred ("vision probs,vision/eye problems type: blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problem cracking ") and dizziness ("neurological conditions or problems type: dizzy"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2019, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), back pain ("back pain"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), headache ("headaches") and nervous system disorder ("nuero (as written) condit/prob"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, hot flush, headache, nervous system disorder, vision blurred, weight increased, hypertension, tooth fracture and migraine outcome was unknown, the dysmenorrhoea, vaginal discharge, abdominal distension and dizziness was resolving and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, hypertension, menorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, allergy,psych injury, migration and bladder/urinary prob. Essure was not removed reason ¿ unable to afford surgery essure insertion date provided in pfs (B)(6) 2008 in this follow-up , but in the summons the date of insertion was 2009. This is main case (B)(4) linked with another case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes'), uterine perforation ('perforation ¿ uterus / expulsion / migration') and pregnancy with contraceptive device ('pregnancy ¿ birth ¿ no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("urinary tract disorder "), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nervous system disorder ("neuro (as written) condit/prob") and visual impairment ("vision probs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nervous system disorder, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, allergy,psych injury, migration and bladder/urinary prob. Essure was not removed reason ¿ unable to afford surgery essure insertion date provided in pfs (B)(6) 2008 in this follow-up , but in the summons the date of insertion was 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously reported event "injury to herself" replace with "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding), allergy ¿ hypersensitivity, expulsion, psych injury, pregnancy ¿ birth ¿ no complication, perforation ¿ fallopian tubes, perforation- uterus/migration/expulsion, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge, fatigue, hormonal changes, headaches, neuro ,condit/prob., vision probs, weight gain and she did not underwent essure confirmation test" added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.